Event description:
It was reported that lead issue during a case yesterday ((B)(6) 2013). It was uncertain whether hcp (healthcare provider) broke lead or whether lead was defective. Additional information received noted that the doctor requested the lead be analyzed. Lead was broken during an advanced evaluation while the surgeon was using a dilator to tunnel the lead. The lead was replaced immediately and the patient was receiving effective therapy. Additional information received noted that plastic protective coating broke when surgeon used a dilator to tunnel lead. There was no patient injury.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0dm8r, product type: lead. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.